Event description:
A physician reported that an aspiration failure of the probe and an error of low aspiration pressure occurred hen using the cutter during vitrectomy surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. It is unknown whether the surgery was completed or not. The condition of actuation and cutting was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with bent needle and orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be conforming for aspiration and the actuation functionality of the returned probe was unable to be tested due to no presence of the inner cutter in the port. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. Gouge marks observed at bend area and other location on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation does not confirm the probe had an aspiration failure. However, the needle was observed to be bent which can be a potential contributor factor of the reported aspiration failure at the time event was observed. How and when the needle became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The reported aspiration failure was not confirmed and an exact root cause for the bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. Additional information reported that the correct lot number was unknown. The manufacturer internal reference number is: (B)(4).